Event description:
Information received regarding the explanted device notes that the patient's heart rate dropped below the programmed rate of the pulse generator. The ECG showed intermittent loss of ventricular capture. The lead was subsequently replaced.